Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a diffuse, focal, stenosed lesion (0-50%) in the anterior tibial artery (ata). Vessel was not tortuous. It was reported that resistance was encountered during device removal and it was not possible to remove the balloon. It was reported that the catheter broke during the procedure the proximal ata was subsequently stented with good results. Thereafter, the remaining portion of the catheter that broke in vivo was removed by surgery (arteriotomy) the same day. No patient complications were reported. Device evaluation: the device was returned in 3 parts: balloon, guidewire tube and catheter. The first part of the catheter is broken at the proximal balloon bond and kinked in 3 places. The balloon lumen was flushed with no issue noted. The guide wire tube is kinked in many places. A break is evident on the shaft and at the proximal balloon bond. The balloon is separated from the shaft and appears corrugated on the guide wire tube. The guide wire tube under the balloon is confirmed to be compatible with the packaging mandrel (ø=0.37mm).

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (force applied while manipulating device in lesion).